Event description:
It was reported the patient experienced discomfort and felt the scs ipg. As a result, surgical intervention was taken on (B)(6) 2019 to reposition the patient's scs ipg, it was confirmed that the discomfort has been resolved.